Event description:
It was reported that the patient was hospitalized for hyperglycemia due to a possible issue with the infusion device. On (B)(6) 2023, the patient went to hospital and was treated with insulin administration. The blood glucose results were not provided. The patient was hospitalized for 13 hours.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.